Manufacturer narrative:
The device was in use for treatment. An 8.8 cm segment of the proximal end of a pr48s flexion lead was received back from the customer, without the ligature sleeve or any other accessories. The cut that severed the lead looked clean and even. Dried blood was found on and inside the insulation, connector pin and proximal anode. The electrical values were tested on a multimeter and the segment was still electrically active. A review of the device history records (DHR) found no manufacturing rejects or anomalies recorded. The lead passed all in-process and qa final inspections before shipping to the customer, including mechanical, dimensional and electrical tests. No manufacturing defects were found. Analysis of the returned 8.8 cm proximal lead segment found extensive physical damage incurred from the extraction. The distal end was not returned. According to the report, the atrial lead impedance measurement taken from an implantable pacemaker (ipm) was high in both unipolar and bipolar modes. The 8.8 cm proximal end segment was inspected under a microscope, using 30x magnification and no broken coils were found. The electrical values were tested with a multimeter here at oscor and the segment was still electrically active. The condition of the lead prior to explantation cannot be determined because only an 8.8 cm segment of the proximal end was returned. The reason for return cannot be confirmed. High impedance is a recognized clinical event reported in the medical literature. The lead was actively implanted for approximately 2 years, 2 months.

Event description:
The customer reported that the atrial impedance is greater than 2500 ohms in both unipolar and bipolar. Sensing measurements in bipolar were good at 2.6 and unipolar was also good. A problem with the set screw was suspected; and therefore, the lead was capped.